Manufacturer narrative:
Batch review performed on 17 july 2026 lot. 2247354: (B)(4) items manufactured and released on 16-feb-2023. Expiration date: 2028-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Revision surgery due to anterior knee pain and the cause is unknown. The surgeon revised the patient's natural patella and revised the insert from a 12mm insert to a 13mm at his discretion.